Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported in a survey that he receives occasional complaints from approximately 5% of patients that experience glistenings and dysphotopsia following an intraocular lens (iol) implant procedure.